Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient's ipg had shifted in the pocket which resulted in discomfort. Surgical intervention to relocate the ipg pocket may be pending.

Event description:
Follow up revealed that the patient's discomfort is only present while stimulation is turned on.